Event description:
It was reported that aprox. 14 months after the implantation this lead atrial lead showed no sensing on ra channel and the pacing impedance was out of range (greater than 3000 ohms). During the replacement procedure, it was not possible to remove all the lead, only the proximal part was extracted.

Manufacturer narrative:
The lead under complaint was returned without the lead tip. The proximal lead fragment was subjected to an extensive analysis. In the course of the analysis, multiple abrasion marks along the lead body were found. Furthermore a fracture of the inner conductor coil in the area of the missing lead tip was found. This damage can be considered the root cause of the clinical observation of high impedances and undersensing. Based on the characteristics of the damage it is assumed, that the lead was subjected to mechanical stress in the implanted state such as consistent bending in this region. Diagnostic images clarifying this assumption were not available for analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.